Manufacturer narrative:
Per pre-deco evaluation observations, there was a balloon torn at ic bond in the ds and a there appeared to be a missing piece of the hdpe from the esheath. Multiple attempts were made to confirm with the site if they were aware of a missing piece or when it could have occurred, but no more information could be obtained. Update to b4, g3, g6, h2, h6 and h10. After additional review of the returned device, and responses received from the field, codes were corrected. Investigation is ongoing.

Manufacturer narrative:
Per additional information provided, there was difficulty introducing the esheath into the patient and there was a lot of tortuosity. The femoral artery injury occurred during removal of the system. There was difficulty during withdrawal. The system was removed from the patient via surgical cutdown. The balloon was not inflated when it burst. There was no extra volume added to the balloon prior to the inflation. Vascular surgery was required to repair the femoral with a covered stent. Per medical opinion, the root cause of the balloon burst could be due to manipulation error. The physician was not very experienced. The 16f esheath was returned to edwards lifesciences for evaluation with the 29mm commander ds attached along with loader and thv. No imagery was returned. Per visual inspection, the soft tip was separated from sheath material, but still attached to the sheath shaft. Scratches were observed on the sheath distal tip. There was a missing piece of sheath material near sheath distal tip. A curvature was noted on the sheath shaft. There was a kink approximately .75'' from comnut on strain relief, a minor stress mark on sheath approximately 2.5'' from distal tip, and a divot was observed approximately half an inch from distal end. Due to the nature of the complaint, no functional testing was able to be performed. Due to the nature of the complaint, no dimensional testing was able to be performed. As no lot information was provided, a DHR review and a lot history review could not be performed. The IFU for esheath, IFU for commander delivery system, device preparation training manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed per evaluation of the returned device. However, no manufacturing non-conformance was identified during evaluation. No work order number was returned and therefore a DHR and lot history review could not be performed. A review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no abnormalities observed on the device during device preparation. Curvature was seen on the returned sheath, which is indicative of tortuosity. It was also reported that ''there was a lot of tortuosity.'' Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment during advancement. Scratches were also seen on the sheath, which are indicative of the presence of calcification in the patient's access vessels. Calcification can reduce the vessel lumen that may increase restriction leading to resistance and difficulty introducing the sheath. Additionally, hitting a piece of calcification upon introduction of the sheath can cause difficulty in advancing the sheath. As reported, ''there was difficulty during withdrawal of the commander delivery system with crimped valve and esheath, removed with a surgical cutdown.'' The reported difficulty in retrieving the delivery system was likely due with to the reported ''torn balloon.'' The torn balloon can lead to an altered balloon profile, which would make withdrawal difficult. The torn balloon likely would get caught in the sheath tip, which caused the damaged seen on the tip. The patient factors mentioned above, in addition to the altered balloon profile, likely caused difficulty in withdrawing the delivery system into the sheath. This difficultly was likely attempted to be overcome with excessive manipulation. During the withdrawal, it is likely that the torn balloon was caught on the sheath tip, which caused the tip to be damaged and for the sheath material to dislodge. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (altered balloon profile, excessive manipulation) may have contributed to the events. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. No edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 06133 for the delivery system report.

Event description:
Per pre-deco evaluation observations, there was a soft tip tear in the esheath as reported by our affiliates in (B)(6), the patient who underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. When physician wanted to implant the valve, there was a balloon burst. There was difficulty during withdrawal of the system, which was removed with surgical cutdown. The femoral artery was injured when the system was removed. Post-tavi procedure, the femoral artery was repaired with a covered stent. The patient outcome was good. As per medical opinion, the perceived root cause of the balloon burst could be due to manipulation error. The physician was not very experienced.